Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the tubing of a bd intima-ii¿ closed IV catheter system. The device was not used and there was report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. The foreign material was a white powder clinging to the inner wall of the extension tubing, needle tip, and the needle cover. Although the failure mode was observable, our investigators could not determine the identity of the foreign matter that was returned, as a result the root cause could not be determined. Bd will continue to track and trend for his issue.